Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.

Event description:
The patient reported that the rubber and plastic housing has melted on his compact plus system. He stated that the drum compartment door appears melted and the device no longer functions. No adverse event reported. Requested return of suspect device and replacement was sent.